Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "horizontal lines in the display " was confirmed and reproduced during product evaluation by baxter service personnel. This condition was due to lines on the main display. The main display was replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of "horizontal lines in the display ". This condition has the potential to cause an interruption of delivery. This condition was found in the general patient ward department. This event occurred during programming/setup. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is colleague 2006(6.13.90).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.